Manufacturer narrative:
The returned device was evaluated and the soft cannula was found to be damaged and below the specification limit. The download data contains no timeouts, drive stalls, or hazard alarms, indicating there was no struggle in delivering insulin. It could not be determined when and how the cannula was damaged. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 20 mmol/l (360 mg/dl). The pod was worn between 24 and 36 hours on the leg. Hyperglycemia treated with a new pod and correctional bolus.